Event description:
Operator reported that the microkeratome blade produced an uneven cut across the cornea. Flap was replaced and case was cancelled. Pt complained of poor vision one day post op. Pt developed "dlk" and was treated with intensive steroid drops and ointment. Prognosis: anticipates area of irregular astigmatism in the center of the cornea will resolve in the next few weeks and will probrably heal enough to make recut in three months.